Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the bone to cement interface due to the bone stock on the medial side being gone. Cement manufacturer is unknown. The tibial component had collapsed on the medial side due to fall. The surgeon decided to revise the tibial component. He replaced with a new attune rev tray, stem and sleeve. He also replaced with thicker and appropriate size poly. Doi: (B)(6) 2016, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.